Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the mount could not be removed. The mount did not come off. The implant was inserted, but the mount did not come off. Another implant was inserted. Tooth site #19 (universal).

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvm4b10, (imp,tsv,mcol mg,4.1mm,10m) for evaluation. Visual evaluation of the as returned devices identified the implant & bundle mount with signs of use. The implant & mount were returned for evaluation already disengaged. Functionally tested with each other and they engage, retain and disengage as intended. No malfunction identified. DHR review was completed for the subject lot number 1251107. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251107 for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation completed.

Event description:
No further event information is available at the time of this report.